Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the forceps elevator cover adhesive was detached and missing. Other observations for the device are: air/water leak from instrument/suction channel and leak in biopsy channel; tiny chip on the pink rubber coating; distal end rubber coating (a-rubber) has crack; ultrasound image has missing echo signal due to two echo signals being missing; camera switch rubber is falling out; button 1 is cut; trace of water invasion in the bending section which is dry after aeration; minor dent and scratches in the insertion tube; and angulation wires are stretched. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for evaluation of the issue of a third-party needle being pulled out of the device exposed outside the sheath, during an unknown diagnostic procedure. There is no harm reported to the patient. Upon evaluation of the returned device, it was observed that the forceps elevator cover adhesive was detached and missing. This medwatch is being submitted for the reportable issue of the detached and missing forceps elevator adhesive as found in the device evaluation.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Addendum nov 14, 2022: the customer reported event occurred in the middle of the endoscopic retrograde cholangiopancreatography and endoscopic ultrasound with fine needle biopsy. The needle used was non-olympus. The procedure was completed successfully with the same device and a replacement needle. The user could not pass the needle through the channel and changed needle in less than 30 seconds. The patient did not need additional anesthesia.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Initials of the patient are (B)(6).